Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. The insulin pump has a noisy motor due to a faulty motor.

Event description:
The customer reported that for the last 2-3 weeks, his glucose level has been higher than usual, and he was not able to lower less than 120 mg/dl. The customer stated that he is a physician and his wife is a diabetes nurse, and both believe the insulin pump was not delivering the insulin accurately. The customer stated that this glucose level had not gone into the 300 to 400 mg/dl range. The customer stated that the insulin pump was delivering, but there is a constant pitch or whine, and he is not sure the device is delivering properly. The customer did not feel comfortable and requested a replacement of the insulin pump. Advised to discontinue use of the device and revert to back up plan. No further info was provided.